Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-00638, 3005168196-2018-00639. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed two pc400s using the lantern. The physician then felt resistance while advancing another pc400 through the lantern, and therefore attempted to retract the pc400. The pc400 unintentionally detached while being retracted, and the physician therefore removed the lantern with the pc400 inside. The same lantern was then re-advanced, and the physician attempted to place another pc400 through it. The physician again felt resistance advancing, but was able to place and detach the pc400 in the target location. The lantern was then removed, and the procedure was completed using a new microcatheter, ten additional pc400s, and additional coils. There was no report of an adverse effect to the patient.